Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report several motor error alarms that happened during normal use. The customer's blood glucose level was 370 mg/dl. The customer treated with a bolus. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery, occlusion, or prime tests. The motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, and broken battery tube threads.